Event description:
During a shoulder surgery performed on (B)(6) 2020, upon removing the stem, the reverse adaptor sleeve (product code 9013.52.147, lot# 19ag099) did not engage to the trial stem. The tip of the instrument was found to be broken. The stem was removed by disengaging the reamer guide and using another instrument to take it out. Surgery was delayed by a few minutes. According to the complaint source the instrument was used as per surgical technique. Event happened in new zealand.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #19ag099, no pre-existing anomaly was found on a total of 12 instruments manufactured with the same lot #. Instrument analysis the instrument was returned to limacorporate for further analysis. The visual inspection confirmed that the tip of the instrument has broken (visual inspection done on the pictures provided by the complaint source. Tip not available to be returned to limacorporate). The tip was part of the plier that ensures the engagement of the sleeve to other instruments. A dimensional analysis was performed on the broken plier. The analysis confirmed no dimensional anomalies on the plier. Considering that: · check of the manufacturing charts highlighted no anomalies on the instruments manufactured with lot #19ag099; · the visual analysis confirmed that the plier of the instrument broke and for this reason it could not engage to the stem; · the dimensional analysis confirmed no dimensional anomalies detected on the retrieved plier. We cannot define with certainty the root cause of the event. We can just hypothesize that unexpected stresses have been applied to the thread during surgery, leading to plier's breakage. Pms data according to our pms data, we can estimate the occurrence rate of breakage of the plier of the instrument 9013.52.147 to be 0.97% (ww). The device involved in the complaint is in version 00. Before becoming aware of this event, limacorporate has increased the thickness of the instrument's plier as an improvement to further enhance its mechanical strength, and thus released the new version of the instrument (v.01). Instruments in version 01 are available on the market since december 2020. The occurrence rate of breakage of the instrument's plier has decreased to 0.61% for v.01. Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR

Manufacturer narrative:
By checking the DHR of the lot # 19ag099, no pre-existing anomalies were detected on the (B)(4) manufactured with this lot #. We will submit a final MDR once the investigation will be completed.

Event description:
During shoulder surgery performed on (B)(6) 2020, upon removing the stem, the reverse adaptor sleeve (product code 9013.52.147, lot# 19ag099) did not engage to the stem. The tip of the instrument was found broken. Stem was removed by disengaging the reamer guide and using the older stem handle to take it out. According to the complaint source, instrument was used as per surgical technique. Surgery was delayed by a few minutes. Event happened in (B)(6).